Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that the distal tip of an everest straight thoracic probe fractured off into the patient's bone and was not able to be retrieved. The procedure was completed with no surgical delay.